Event description:
Rn heard loud banging noise coming from the pt's room. She entered the room and noticed smoke coming from the back of the ventilator. The ventilator was disconnected and removed. The pt was bagged on 100% o2. Replacement ventilator was reconnected and the pt's vitals returned to baseline.